Event description:
Provider states calf pads on a solara3g manual tilt in space wheelchair are stripping off the hardware.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until (B)(4) 2013.